Manufacturer narrative:
Eval results: load cell.

Event description:
It was reported by service report that the service tech replaced load cells. No pt involvement or adverse consequences are reported.